Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, low sensing was observed on the rv lead. Ra and rv lead abrasion was alleged, but was unable to be confirmed. Provocative testing was performed, but only the atrial noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.